Event description:
It was reported that the patient experienced increased charging of the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware block d2b: pro code (product code): qrb.